Event description:
A talent stent graft was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The aortic neck is 15 mm in length, 29mm in diameter proximally and 30 mm in diameter distally. Angulation of the aortic neck is unknown. It was reported that a CT showed a separation of the supra renal stent of the bifurcated stent graft. The covered part of the stent migrated distally with a proximal type I endoleak present. The CT showed aneurysm growth. An endurant aortic cuff 363649 was placed proximally and an endurant limb 242482 was placed distally. No additional clinical sequelae were reported and the patient is fine. Review of returned films 5 years post-implant showed that the bare spring appeared to have separated from the stent graft, and the proximal graft margin of the bifurcate was in the distal neck approximately 2cm below the renals. The proximal neck is moderately angulated; 35deg l-r and 20deg a-p. The ipsilateral limb was placed on the right side. Several areas of contrast are seen in the 10.3cm max diameter aaa. There is a likely type I proximal leak due to the migrated bifurcate, as well as a type ii from the anterior of the mid-sac. There is also a possible distal type I endoleak from either the left or right limb. Angio images from secondary procedure show that the bare spring has mostly separated from stent graft; the c-bar is still retaining the bare spring at one location. The other bare spring sutures have likely failed. There is a single distal apex stent fracture seen near the bare spring crimp. Several anchor coils were seen placed just below spring #1 of the talent bifurcate, and an endurant aortic cuff was placed just below the renals. A limb was place to extend just past the left/contra limb; however the reason for the extension was unclear. The cause of the stent fracture and bare spring severance from the bifurcate, leading to the migration and type I endoleak, could not be determined from these films. This may be anatomy related. Earlier follow-up images were not provided; therefore any possible stent graft in-vivo configuration changes over the implant duration could not be assessed. A talent stent g raft was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The aortic neck is 15 mm in length, 29mm in diameter proximally and 30 mm in diameter distally. Angulation of the aortic neck is unknown. It was reported that a CT showed a separation of the supra renal stent of the bifurcated stent graft. The covered part of the stent migrated distally with a proximal type I endoleak present. The CT showed aneurysm growth. An endurant aortic cuff 363649 was placed proximally and an endurant limb 242482 was placed distally. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Method: (film); results: inherent risk of procedure (stent graft migration, endoleak, stent fracture); patient¿s condition affected effectiveness of device (type ii endoleak). Conclusion: inherent risk of a procedure (stent graft migration, endoleak, stent graft occlusion); device failure related to patient condition (type ii endoleak).